Manufacturer narrative:
D10 - date returned to mfg - 9/24/2020. H10 - one used list# d1000, tego¿ connector was received for evaluation. Unactivated leakage was confirmed in the used d1000 tego assembly. Tearing was observed at one end of the slit on the top surface of the seal which would result in this type of leakage. The probable cause of the seal tearing and subsequent leakage cannot be determined. No mating devices were returned to evaluate with the used d1000 tego.

Manufacturer narrative:
No product samples, videos, or photographs were returned for investigation. The device history review (DHR) was reviewed and there were no non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.

Manufacturer narrative:
The device is expected to return for evaluation. It has not been received.

Event description:
The event involved a tego® connector that after a blood test with a sterile vacutainer performed on the arterial branch of the patient¿s right tunnel catheter, air was noted in the line. The patient was not connected to a dialysis session at the time. Valve installation date: (B)(6) 2020. Valve removal date: (B)(6) 2020. The tego was replaced without further incident. There were no adverse events noted, no delay in therapy, no need for medical intervention and no blood loss reported.